Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were any difficulties experienced with device intraoperatively? No what stapler was being used with he reported cartridge? Psee45a were any other color cartridges used throughout procedure? Yes, in one procedure there was a gst45w used lot# t40712 does the surgeon believe that a deficiency of ethicon stapler led to the post-operative abscess and infection? Yes was there any inflammation at site of stapling? No how was the abscess diagnosed and treated? Abdominal pain and x-ray. All of them treated; 1 sent to (B)(6), treatment unknown; 2 at aurora baycare; 1 at aurora manitowoc. Treatment: I&d of abcess and antibiotic therapy for all 3 patients at aurora facilities) what is the surgeon¿s experience with device? High level of experience; multiple years using stapler what is the current patient status? Unknown experienced surgeons using these devices. There is no allegation of malformed staples. Unaware if surgeons wait 15 seconds prior to firing. Surgeons are using blue reloads on appendicular stump. No issues noted intraoperatively. Post-op abscesses presented 2-14 days post-op. Surgeons are saying these are deep tissue abscesses or infections. All patients required re-operations for drainage and anti-biotic treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative after a laparoscopic appendectomy the patent presented with a deep tissue abscess and infection. Additional information was not available.